Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.523; lot: l793984; manufacturing site: (B)(4); release to warehouse date: may 22, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Material (B)(4) was used with correct hardness after procedure and documented in device history record (DHR) file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the distal threaded tip. The broken off distal threaded tip was returned. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description, it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle, material/hardness review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage adjacent to the fracture. Conclusion: a visual inspection, document/specification review, and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent femoral nail placement. During the procedure, the threaded tip of the driving cap broke off inside of the insertion handle while implanting the femoral nail. Fragments generated from the broken device were removed easily without additional intervention. Procedure was successfully completed with no surgical delay. Patient outcome is unknown. Concomitant devices insertion instrument (part: unknown, lot: unknown, quantity: 1), femoral nail (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).